Manufacturer narrative:
Customer reported a broken rt12 rotor on their vt statspin with all pieces contained inside the centrifuge. There was no report of exposure or injury to operator. There was no report of impact to patient results. The sample tubes remained intact. Attempts to obtain further info failed.

Event description:
Customer reported the rotor broke into pieces during use.